Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient underwent a primary breast augmentation with a 525cc mentor smooth round moderate profile implant and experienced postoperative right-sided deflation. The patient woke up and noticed that right breast was reduced in size. The patient also experienced burning and aching feeling in the breast. As a result, the patient underwent removal and replacement with two 550cc mentor smooth round moderate plus profile ( left catalog #: 3502550, left serial #: (B)(4), right catalog #: 3502550 , right serial #: (B)(4)) on (B)(6)2017.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. After the mre was performed, it was found that device manufacture date and expiration date are different from what they were reported on the initial report. The relevant fields have been updated. Manufacturer's reference number: (B)(4).